Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post paced t wave oversensing which triggered an alert for right ventricular oversensing. There were no patient consequences. Programming changes were discussed. No intervention was reported.

Event description:
New information received stated that the patient presented in clinic on november 14, 2018 and programming changes were made.